Manufacturer narrative:
The reported event is confirmed and cause unknown. The balloon dilation catheter was returned with the opened original packaging. A potential root cause for this event could be, "poor balloon design (inadequate wall thickness/strength), inadequate material selection, contact with stone." As no patient involvement was reported, the device was not used, however, it is designed to be used for treatment purposes. As damage was noted on the device, there appears to be a relationship between the device and reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident." "Inflating the balloon catheter 1. Fill the inflation device (eagle¿ inflation device) with sterile diluted contrast medium. 2. Attach the inflation device to the balloon lumen. 3. Inflate the balloon" "note: do not use air or any gaseous substances as a balloon inflation medium always use sterile liquid media. Note: the use of an inflation device with a pressure gauge is highly recommended to make sure adequate pressure is applied and the rated burst pressure of the balloon is not exceeded." "Caution: if loss of pressure in the balloon occurs or the balloon ruptures, immediately stop the procedure, deflate the balloon and remove carefully. Do not attempt to re-inflate the balloon. If after inspection it is noted pieces of the balloon are missing, check for and endoscopically retrieve the fragments when possible." "Warning: do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi." The actual/suspected device was evaluated.

Event description:
It was reported that when opening the package, the operator found that the catheter was damaged and water leaked from the balloon during inflation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when opening the package, the operator found that the catheter was damaged and water leaked from the balloon during inflation.